Manufacturer narrative:
(B)(4). A device history record shows that the product was assembled and inspected according to our specifications. Upon receipt the infant breathing circuit was visually inspected and no physical damaged was noted. During functional testing, each circuit limb was separately connected to a concha neptune with water and 10 lpm of gas applied to the circuit. Each limb warmed up to set temperature and moisture (rain out) was forming in each limb. The electrical ohm resistance was measured on each limb. The inspiratory limb measured 29.1 ohms, the expiratory limb measured 29.5 ohms. Acceptable range is 27.55 - 31.44 ohms. No discrepancies noted. The complaint cannot be confirmed. Based on the complaint description provided and the executed functional tests, no operational anomalies can be identified. The circuit is operating as intended. No corrective or preventative actions assigned.

Event description:
Customer complaint alleges that the circuit was not fully heating. The alleged defect was reported as detected during use. It was reported there was no patient injury or consequence.